Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at her home while wearing the insulin pump. It was stated that the cause of death was reported as cardio pulmonary arrest, mild stroke, and diabetes. No further info was provided.